Manufacturer narrative:
Follow-up 05/11/2016: customer reported that bg levels returned to target after delivering the second correction bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of up to 527 (mg/dl) and trace ketones. Customer administered a correction bolus with the pump prior to contacting tandem technical support; however, customer reported that bg levels did not decrease as fast as expected. Customer then changed infusion site, but bg levels continued to rise. Customer indicated that they will deliver another correction bolus to treat bg levels.